Event description:
Same case as mgfr. Report # 6000093-2006-01866. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noticed. The physician attempted to treat the right coronary artery with a 3.0x20mm taxus express2 drug eluting stent. During the procedure, the guide catheter kinked inside the sheath, the physician removed the stent delivery system (sds) and the guide catheter. When the sds was removed, the physician noticed that the stent was damaged. The physician attempted the procedure again with another 3.0x20mm taxus express2 with the same result. Physician was unable to get any other device to cross the lesion. The procedure was not completed due to this event. There were no patient complications and the patient's condition was reported as ok. The patient is now under medical management.

Manufacturer narrative:
The device was disposed of by the hosp; therefore, no direct product analysis could be performed. The root cause of this complaint could not be determined.